Manufacturer narrative:
(B)(4). There was patient involvement, however there was no adverse event associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked during patient infusion. The customer stated that the leak did not escape the device and did not contaminate the patient. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.